Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the extraction of tooth #17 the tip of the instrument fractured. The tip was between the gingiva and the tooth, it was extracted with a mosquito hemostat. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The elevator #301 (part# 09-0257, lot# 071316f16) was visually evaluated. The elevator had scratches on the handle from general handling and the tip was clearly fractured at the distal end. Device history record (DHR) was reviewed and no discrepancies were found. There are no indications of manufacturing defects. Investigation results concluded that the reported event was due to the product experienced excessive force during use, beyond what it was designed to encounter. The instructions for use (IFU) for this product has the following information provided in the section titled warnings and precautions: when handling sharp instruments use extreme caution to avoid injury: avoid undue stress or strain when handling or cleaning instruments. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Event description:
This report is being submitted to relay product information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.